Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a month post implant, the implantable pulse generator (ipg) showed oversensing due to a set screw that was not tightened appropriately at implant. The pocket was opened and the lead tested within normal limits. The set screw was tightened and the ipg remains in use. No patient complications have been reported as a result of this event.